Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in two pieces for evaluation. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found via visual examination three external abrasions breaching the optim sheath only, consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.